Event description:
A report was received that the patient was experiencing pain at the pocket site and had difficulty charging. The physician believed that the ipg had gotten deeper on one end of the pocket and that the charger would not stop beeping when put in the patient¿s back. The patient underwent a revision procedure wherein the physician elected to replace the ipg with no suspected device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.